Event description:
It was reported that the dr found a fractured simon nitinol filter in one of his pts after a 6 yr follow up. The pt had been followed yearly since implant, in 1999. There was no problem last year but when he checked his pt this year, a fractured filter leg was seen and also CT scan shows a leg protruding out of ivc. The fractured leg is still within the ivc. The pt is currently fine and will be monitored.